Event description:
Pt in operating room for a CABG. Esu pencils did not discharged properly from accessory handswitch. Discharge was from both pencils simultaneously. Pt sustained burn to right medial thigh due to malfunction.